Event description:
It was reported via social media that the patient required a stay in the intensive care unit (ICU) and the device was explanted. A left atrial appendage (laa) procedure was performed and a watchman flx laa closure device was implanted. It was reported that the patient experienced an unsuccessful procedure requiring twelve days in the ICU and subsequent removal of the device. No additional information is known.

Manufacturer narrative:
Aware date used as event date is unknown.